Manufacturer narrative:
One smiths medical deltec specialty epidural port was returned for analysis with the catheter detached from the port. The returned product was visually inspected, in order to verify for leaks, the port was connected to a gripper and water was passed through it. Leak was observed between the reservoir base and insert. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that while in use of a smiths medical deltec specialty epidural port, it was noted that medical fluid was leaking from the secured part of the catheter. No patient consequences were reported. No adverse effects were reported.